Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer reported blood glucose level was "high" on the continuous glucose monitor. The customer declined to perform further troubleshooting with tandem technical support. Therefore, no other information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.